Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 500 mg/dl and unspecified injury. The customer was treated with intravenous insulin and saline. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended, however the alleged root cause could not be confirmed. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.